Event description:
It was reported that the insulin pump had a blank display. It was also reported that the customer had high blood glucose of 475 mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic and motor assembly.